Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited a high shock impedance measurement. During the next reading, the shock impedance was normal. All other parameters were normal as well. This lead remains in service. No adverse patient effects were reported.

Event description:
Additional information indicates that this rv lead had again exhibited subsequent high right ventricular shocking lead impedance measurement through patient home monitoring system. Attempts to obtain further information were made, but no further details were given. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.